Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced ineffective therapy due to lead migration and was confirmed via x-ray. As a result patient underwent surgical intervention wherein the l4 lead was explanted and replaced. Postoperatively effective therapy was reported.